Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that atrial noise reversion and auto mode switch episodes due to atrial lead noise over the past several months was observed. Noise was not reproducible in clinic with isometric testing and pocket manipulation. Device was reprogrammed for the evidence of atrial lead noise. Patient requires less than 1% pacing in both chambers therefore no immediate action was needed. Patient was stable and will be monitored.